Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, severe kinks were found in the electrical cable. The reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem on a camera head. There was no picture during a procedure. No patient harm or injury was reported. No additional information has been obtained.